Manufacturer narrative:
The autopulse platform (s/n # (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection was performed and found that one of the patient restraint wires was heavily frayed. The front and bottom enclosures were cracked. The battery lock was bent and the clutch plate was sticky. From the condition of the platform, the damages appear to have been caused by user handling. The autopulse platform is a reusable device and was manufactured on 02/22/2008. Therefore, these types of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and no discrepancies were observed. The platform was functionally tested, the information on the system lcd was observed to be unreadable; thus confirming the reported complaint. Replacing lcd remedied the reported complaint. Unrelated to the reported complaint, the power distribution board (pdb) was replaced per routine service procedure. The clutch plate was also sticky and therefore, was deburred. In summary, the reported complaint was confirmed through functional testing. The root cause was attributed to a defective lcd which was replaced allowing the system to function as intended. A definitive root cause for the defective lcd display could not be determined. All autopulse platforms go through a thorough inspection and test prior to and during final inspection to ensure visual, structural, and functional integrity. Therefore, the defective lcd screen could potentially be due to normal wear and tear and/or physical abuse.

Event description:
It was reported that during shift check, the digital display lcd was observed to be unreadable. There was no physical damage or cosmetic issues observed. Otherwise the platform functioned properly. The platform is being used as part of a battery study being done by zoll. No patient involved with this event. No additional information provided.